Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The distributor contacted animas on (B)(6) 2015 alleging a power (no power) issue. The distributor stated the display screen goes black after the pump alarms with an unidentified alarm code. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Follow-up #1: date of submission 01/05/2016: device evaluation: the device has been returned and evaluated by product analysis on 12/18/2015 with the following findings: review of the black box history revealed call service alarm 052 recorded. The battery cap returned for investigation was able to be secured properly to the pump and maintain electrical connection. On examination, the battery compartment was noted to be cracked below the bumper pad. There was no evidence of moisture inside the battery compartment. The pump was exercised for 24 hours with no power interruptions occurring. Investigation did not duplicate the alleged ¿no power¿ issue.